Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The manufacturer¿s field service engineer (fse) confirmed the reported battery failure issue. The fse advised the battery was out of warranty, and customer chose to replace the battery on their own. There is no further information that can be provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.